Event description:
It was reported that during a transverse colectomy procedure using the da vinci 5 system, the site experienced an ergonomics error on the surgeon side console (ssc). The site had attempted a restart with no change, checked for obstructions, and performed a hard restart of the ssc, but the issue remained. The technical support engineer advised the site that the ergo function could be disabled and recommended that a field engineer inspect the system prior to the procedure. The procedure was completed as planned with no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci 5 product to perform failure analysis. The assy motor module vertical axis ssc is50 was analyzed and the reported "error 23062" was confirmed and replicated. A visual inspection was performed and it was found that the motor cable connector was melted, which attributed to the reported complaint.